Event description:
It was reported that the system 8800 would not initialize. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. It was determined that the software needed to be reloaded. The software was reloaded, and the system was tested and found to be working as intended and placed back into service.